Event description:
It was reported that during a stent placement procedure, the device allegedly had difficult in releasing. It was further reported that the stent allegedly did not fully release after the releasing action later it was finally deployed by pulling on the sheath. Reportedly, the stent was deployed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venovo venous stent products that are cleared in the us. The pro code and 510 k number for the venovo venous stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the returned sample is in unlocked / used condition without stent that reportedly has been deployed, and the pusher is distal to the stent sheath indicating complete deployment. A damage/ deformation indicating partial deployment cannot be found which leads to inconclusive result for partial deployment. The vessel was not tortuous, 0.035" guidewire was in use, the lesion was pre dilated, and the system was correctly held at the stability sheath. Based on the investigation of the provided information, the investigation is closed as inconclusive. A definite root cause for the reported event could not be determined. Use in the vena cava represents an off label use. Labelling review - in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use closely describes holding and handling of the system during deployment; in particular the instructions for use state: 'hold stability sheath. Do not hold or touch the dark moving sheath.' Under required material the instructions for use state: '10f introducer for stent diameters of 16 mm, 18 mm and 20 mm (...) 0.035 inch (0.89 mm) diameter guidewire'. The instructions for use further state: 'do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit.' Regarding pta the instructions for use state: 'predilatation of chronic lesions with a balloon dilatation catheter is recommended.' The venovo venous stent system is indicated for the treatment of symptomatic iliofemoral venous outflow obstruction. H10: d4 (expiry date: 01/2025) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.